Manufacturer narrative:
An issue was detected with the FDA esubmitter software where the date is entered in the expiration date field (d4) but it is not displayed on the medwatch 3500a form. The expiration date of the supected medical device is (B)(6) 2026.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014'' guidewire. The physician elected to convert the procedure to a carotid endarterectomy (cea). No further complications were reported.